Event description:
It was reported to manufacturer that the vns pt was seen by the neurologist for a follow up visit and a system diagnostic test revealed high lead impedance. The pt was sent for x-rays where it was reported that there was a "crimp/break" in the lead. The pt has been referred to a surgeon where the plan is to replace the lead and generator. The physician stated that the pt does experience falls due to seizure activity, and this may have contributed to the lead break.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.